Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), varied shock impedance measurements were observed, including high out of range measurements greater than 125 ohms. The physician elected to implant another device instead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.